Event description:
High bgs were reported for the customer. It was stated that when the customer was placed on another pump by the doctor and the bgs immediately came back down. Troubleshooting was performed at the doctor's office. The doctor requested that the pump be replaced.